Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported a damaged proximal femoral nail antirotation (pfna) removal scheduled for (B)(6) 2013. It was noted that the original insertion procedure, date unknown, had significant difficulties with the pfna mechanism: source: op notes. There has been a problem with extracting the blade. The plan as it stands is to try to remove the blade with our kit, if it comes out to proceed with revision to dhs. If it does not come out then will dislocate femoral head and knock blade out from other side then thr. It was noted: patient experiencing significant pain from the prominent blade. At this time it has been reported the pfna is still implanted in the patient. Additional information has been requested. This is 3 of 3 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional common device name: hwc. The visual inspection of the returned device by the complaint handling unit revealed the blade in question is strongly damaged. There are heavy stress marks all over the sleeve, especially the end of the sleeve and the cap are totally nagged. The blade hole in the nail has also heavy stress marks and burrs on both sides of the hole. At all damages the anodization layer is worn out, which indicates that they were caused post-manufacturing. It is impossible to determine if this occurred during insertion or extraction, the damages at these implants make it impossible to verify the relevant dimensions. However, even with the damaged surfaces it is still possible to insert the blade into the nail till to the nagged end without any issues. The manufacturing documents of both devices were reviewed and no complaint related issues could be detected. Based on the complaint description we are not able to determine if the complained extraction problems were caused during the insertion or not until the extraction. In this relation we would like to point out that for insertion it is essential that the blade rotates freely after attaching it to the impactor. Also, it should be ensured that the sleeve assembly clicks into the aiming arm during the blade insertion, otherwise the exact position of the blade is not guaranteed. Next to that it is important that the blade is inserted to the stop, the impactor must click into the protection sleeve. If the extraction of the blade is difficult, it is suggested to remove the locking bolt and the end cap, to screw the hammer guide into the nail and to mobilize the nail to loosen the nail-blade connection by this. No manufacturing fault was noted during the investigation.